Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found.

Event description:
It was reported that alerts were triggered due to high superior vena cava (svc) and right ventricular (rv) coil impedances. Noise was noted on all svc coil egms and a fracture is suspected. It was also noted that the patient had experienced a seizure and fell out of bed. Also, the implantable cardioverter defibrillator (ICD) experienced early battery depletion. The rv lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.